Event description:
The reporter stated that he did back to back blood glucose tests, one after the other, using different fingersticks and strips. His results were 81, 105, and 95 mg/dl. He did not have any symptoms. No control testing was done due to unavailablility of supplies. Upon follow-up, the reporter stated that his meter has been working since he cleaned it, and that he did not want to complete troubleshooting or review qc procedures.